Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead with a stylet was returned in one piece for analysis. Visual inspection, x-ray examination, electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited failure to capture. The atrial lead was not used. The patient was in stable condition.